Manufacturer narrative:
The reported issue was not able to be verified and was not able to be duplicated. Root cause was unable to be determined. Additionally, stryker lead technical training specialist and customer quality engineer evaluated the pco files and found that the device was turned off then turned back on, although the root cause cannot be confirmed. The device¿s log files were reviewed and these showed that the device powered off twice on (B)(6) 2025, once at approx. 11:28:16 am (powered back on 40 seconds later) and once at 11:32:52am. Both appear user initiated based on the log file annotations. There is a power on event registered at 11:32:43am which was initiated by a battery insertion, which can indicate there may have been an issue with the battery connection, however this could not be confirmed during the investigation. The device passed functional and performance testing and was returned to the customer.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however, there was no adverse patient outcome reported.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.